Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen briefly became unresponsive. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and the pump was functioning as intended. However, when the contact went to "personal profiles" and attempted to use the "123" button, the number pad would not come up. The contact is able to "unlock" the touchscreen. It was indicated that the customer would continue to use the pump until the replacement arrives and also has manual injections available as alternate insulin therapy.